Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that they were lying in bed the day of the call when their dog jumped on the bed and then the patient slapped the dog. It was noted the patient felt pain fifteen minutes after they slapped their dog. It was reported the patient had a pulling pain on the left side and a burning pain at the implant site on the right. The indication-for-use (IFU) was gastric stimulation and gastrointestinal/pelvic floor.